Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2013-00535 and 536) submitted for devices related to the same event.

Event description:
This event involved a patient 1 year and 10 months post heartware lvad implantation who experienced who experienced power source change in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
Please note that the MFR report number has been corrected from "3007042319-2014-00536" to "3007042319-2013-00536". No further information will be forthcoming. This is one of two reports (3007042319-2013-00535 and 2013-00536) submitted for devices related to the same event.